Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during acute thrombectomy procedure, the physician used a guidewire to treat. When the subject guidewire device was used to deliver the microcatheter to pass the occlusion. After withdrawing the subject guidewire, the physician found that the distal coating of the subject guidewire was peeled off and left inside the patient anatomy. The physician used snare devices to take the peeled segment out from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned broken/fractured with the core wire exposed at 178.2cm from the proximal end. The guidewire distal end was not returned. The proximal bond joint was noted to be damaged. The hydrophilic coating was hydrated and there were no anomalies noted. Functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analysed anomalies noted to the device. It was reported that when withdrawing the subject guidewire during the procedure, the distal coating of the wire was found to be peeled and left inside the patient's anatomy. The physician used a balloon and middle catheter as snare devices to remove the peeled segment. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, a non-stryker microcatheter was used in the procedure with the subject device, and the introducer was used during the insertion process. The guidewire was returned broken/fractured on its distal hypotube with the core wire exposed at 178.2cm from the proximal end. The distal fractured segment was not returned. The proximal bond joint was also noted to be damaged. The as reported defect ¿hydrophilic coating peeling' was not confirmed as no anomalies were noted to the hydrophilic coating of the wire when it was hydrated during inspection. Based on the analysis, it is likely that the peeled distal coating reported in the complaint was actually in reference to the fractured hypotube on the distal tip of the wire. In the case of this complaint, it is possible that potentially excessive torque and manipulation may have been applied during use inside the patient that may have resulted in the observed damage. An assignable cause of procedural factors will be assigned to the as analyzed 'guidewire distal tip broken/fractured during use' and 'guidewire distal tip damaged' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during acute thrombectomy procedure, the physician used a guidewire to treat. When the subject guidewire device was used to deliver the microcatheter to pass the occlusion. After withdrawing the subject guidewire, the physician found that the distal coating of the subject guidewire was peeled off and left inside the patient anatomy. The physician used snare devices to take the peeled segment out from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.